Event description:
It was reported that during a proximal right coronary artery stenting procedure, the xience v rx (2.5 x 23 mm) stent delivery system would not cross the lesion and as it was removed the proximal end of the xience v rx (2.5 x 23 mm) stent delivery system met resistance with the distal end of the non-abbott guide catheter. The xience v rx (2.5 x 23 mm) stent delivery system was able to be retracted into the guide catheter and they were both removed as one unit per the instructions for use. The procedure was abandoned. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage and guiding catheter resistance were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.